Event description:
It was reported to philips that the device intermittently looses the ECG rhythm signal and the display showed dotted lines. The users attempted to use the device on a patient to monitor the patient's rhythm. The biomed reported that the patient involved did not experienced harm or adverse patient impact.